Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient performed therapy a couple of times without washing hands. The patient was hospitalized on the same day as onset of the peritonitis event and was treated with unspecified antibiotics (dose, route and frequency not reported). The patient was discharged six days after hospitalization and was recovering. Capd therapy was ongoing. It was not reported if the patient was re-trained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information : fourteen days prior to the receipt of this additional information, the peritoneal dialysis catheter was removed and extraneal and physioneal therapies were discontinued. On that same day, the patient was hospitalized in order to transfer to hemodialysis therapy. On unreported date(s), the patient was treated with unspecified intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the previously reported peritonitis event. After two days of hospitalization for the hemodialysis transfer, the patient was discharged. The patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). On an unreported date during the initial hospitalization for the previously reported peritonitis event, the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.